Event description:
When nurse was removing the protective cover from the razor head, the blue razor top came off as well, exposing the entire razor blade. Product most likely came from one of these lots: 05-1508-1, kf-2004-1415-1 or 04-1416-1.